Event description:
The user facility reported a hose on the system 1e processor disconnected causing flooding in the room where the unit is located, and several adjacent rooms. User facility personnel responded by turning off the water supply and cleaning up the water. No injuries, procedural delays or cancellations or property damage was reported.

Manufacturer narrative:
A steris service technician inspected the unit and found the 90 degree factory crimp fitting had separated at the carbon filter inlet connection. The service technician repaired the unit by replacing the hose and fittings. The technician ran test cycles to confirm the unit was operating properly; the unit has been returned to service. Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (B)(4).